Event description:
"Video tower malfunctioned during surgical case." At the start of the case, everything was working. The monitor had color bars and we white balanced the scope. Md requested the towers be switched out. I rolled in a new tower. When I plugged in the camera head, I got an error message saying system malfunction. I tried re-booting the new tower and it happened again. Then the tower would not switch back on (the switch at the bottom must have been flipped during the tower shuffle). This led to me to believe the camera head was causing the issue. I grabbed a new camera head from the sterile processing department and switched towers again. It worked and the case was able to continue. The camera box seems to be the root cause of the system failures. Hopefully swapping out the camera box resolves the system malfunction error in tower 2. No patient harm or change in procedure.